Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. B5 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the customer reported malfunction was most likely due to a defective printed circuit board. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
There was no delay as a result of the reported event. The patient was not under anesthesia, as the reported malfunction occurred during preparation for the surgery.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the alarm sound is generated and the front panel is turned off due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).

Event description:
The customer reported to olympus, the front panel had a black screen on the insufflation unit. The issue was found during preparation for use for a therapeutic laparoscopic surgery that was completed using a similar device. There were no reports of patient harm.